Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) exhibited jumpy impedance measurements of greater than 200 ohms. No noise was observed. Technical services (ts) noted this appeared to be a possible connection issue. The physician would review. This rv lead remains in service. No adverse patient effects were reported.